Manufacturer narrative:
The reported complaint of the autopulse platform's (serial #(B)(4)) display screen blinks continuously and was not readable was confirmed during initial functional testing. The root cause of the display issue was due to a damaged lcd which was likely attributed to wear and tear. The returned autopulse platform was manufactured in june 2009 and it is 10 years old, well beyond the expected serviceable life of 5 years. The damaged lcd was replaced to addressed the reported complaint. Unrelated to the reported complaint, damaged front enclosure, battery lock and grip strips on the returned autopulse platform were observed during visual inspection. These types of physical damages observed on the autopulse platform was likely attributed to an aging device. All damaged parts identified were replaced. After parts replacements, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged and as a result, a user advisory - "(ua) 27" (encoder fault (>3000 rpm)) occurred. The integrated encoder gear box was replaced to remedy (ua) 27 error message in which was likely due to wear and tear, this issue was unrelated to the reported complaint. The autopulse platform was then re-evaluated and passed all the functional tests without any fault or error. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial #(B)(4).

Event description:
During shift check, customer reported that the autopulse platform's (serial #(B)(4)) display screen blinks continuously and was not readable. No patient involvement.